Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead conductor fracture and this was confirmed through fluoroscopy. This lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.